Event description:
It was reported that "procedure: laparoscopic cholecystectomy. Incident occurred intra-operatively. The surgeon was dissecting the gallbladder from the liver bed, when she noticed, she was not getting good results from the dissection. She asked her scrub to clean the tip. It was no longer attached to probe. It was found in gb bed after x-rays were taken. No immediate adverse reaction".

Manufacturer narrative:
The device is currently being held at the user facility. Conmed is working with facility to make arrangements for the device to be returned for eval. Once the investigation has been completed, a supplemental report will be filed.